Manufacturer narrative:
Reported event of stent partially deployed. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that an ultraflex esophageal stent was to be used in the esophagus during a stent placement procedure to treat a malignant stricture. Reportedly, the patient's anatomy was tight. According to the complainant, during the procedure, the physician started deploying the stent when the physician felt a resistance upon releasing the suture and the catheter bowed. The partially deployed stent was removed from the patient and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results. A fully deployed ultraflex esophageal stent and delivery system were returned for analysis. Visual evaluation found that the shaft was kinked. There was no issue noted with the stent. No other issues were identified during the product analysis. The investigation could not confirm the reported event based on the condition of the returned device. However, taking all available information into consideration, the investigation concluded that the reported event was most probably due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex esophageal stent was to be used in the esophagus during a stent placement procedure to treat a malignant stricture. Reportedly, the patient's anatomy was tight. According to the complainant, during the procedure, the physician started deploying the stent when the physician felt a resistance upon releasing the suture and the catheter bowed. The partially deployed stent was removed from the patient and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.